Event description:
It was reported that 2 intima-ii 24gax0.75in mz slm npvc experienced product damage/deformation which was noted during use. The following information was provided by the initial reporter: the joint was broken during using the product, this case contained two products.

Manufacturer narrative:
H.6 investigation: 2 used samples and pictures retuned, under the microscope there are cracks at the top of the joint. Leakage test done and failed. DHR completed with no abnormality. Because the sample has been used the root cause cannot be confirmed. Retained samples were observed with no abnormalities. The root cause cannot be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 intima-ii 24gax0.75in mz slm npvc experienced product damage/deformation which was noted during use. The following information was provided by the initial reporter: the joint was broken during using the product, this case contained two products.